Event description:
Ous MDR. After an implantation time of approx 9 months, an assumed lead fracture was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a damaged inner and outer insulation at the distance of some 30cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. This led to a short circuit between the connector cable of the ring electrode and the inner coil. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib, entrapment. Furthermore, the analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. This was due to severe deformations of the inner coil. Analysis showed that this damage was caused by rotation of the inner coil without an inserted stylet. The analysis did not reveal any sign of a material or manufacturing problem.